Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Upon inspection, the set screw that locks the lag screw in place functioned as intended when engaged with a hex driver and no issues were found. However, since the lag screw that was used in the procedure was not returned, root cause of failure cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an initial nailing procedure on (B)(6), 2015. During the procedure, the lag screw would not lock with the short nail. Another nail was used to complete the procedure.